Manufacturer narrative:
Device evaluated by manufacturer: visual and microscope inspection of the device revealed that the rotawire was fractured 316.5cm distal of the proximal end. The distal end of the wire was not returned for analysis. Dimensional inspection of the overall length and the outer diameter (od) of the distal tip dimensional test could not be performed due to the guidewire separation. The middle section and proximal section were within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the guidewire detached and remained inside the patient. A 330cm rotawire and wireclip torquer was selected for use in a percutaneous coronary intervention in the left main (lm) and proximal circumflex artery (cx). A non-boston scientific guidewire was inserted into the cx and then exchanged for the rotawire via non-boston scientific microcatheter without issue. The tip of the rotawire was in a side branch of the vessel. A 1.5mm rotalink plus was introduced over the rotawire in the lm in front of the bifurcation stenosis. Before ablating, the rotawire was pulled back a little, and it was noted that the tip of the rotawire did not move. The rotawire was removed from the patient, and the rotawire was found to be broken. The distal 15cm of the rotawire remained inside the patient. It was not possible to remove the broken portion of the wire with a snare because it was not possible to pass the lm-cx bifurcation stenosis. The lm and proximal cx stenosis was dilated with a nc emerge balloon and treated with a 3.5mm x 24mm promus select stent. No patient complications were reported, and the patient was stable post procedure.

Event description:
It was reported that the guidewire detached and remained inside the patient. A 330cm rotawire and wireclip torquer was selected for use in a percutaneous coronary intervention in the left main (lm) and proximal circumflex artery (cx). A non-boston scientific guidewire was inserted into the cx and then exchanged for the rotawire via non-boston scientific microcatheter without issue. The tip of the rotawire was in a side branch of the vessel. A 1.5mm rotalink plus was introduced over the rotawire in the lm in front of the bifurcation stenosis. Before ablating, the rotawire was pulled back a little, and it was noted that the tip of the rotawire did not move. The rotawire was removed from the patient, and the rotawire was found to be broken. The distal 15cm of the rotawire remained inside the patient. It was not possible to remove the broken portion of the wire with a snare because it was not possible to pass the lm-cx bifurcation stenosis. The lm and proximal cx stenosis was dilated with a nc emerge balloon and treated with a 3.5mm x 24mm promus select stent. No patient complications were reported, and the patient was stable post procedure.